Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed for a proximal occlusion. The device was returned to the biomedical dept for an unk floor with a note that stated, "proximal occlusion alarm." No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen had a delayed response. No additional info was provided.